Manufacturer narrative:
An internal biomérieux investigation was initiated in response to a customer complaint for bacillus cereus contamination in inoculated blood culture bottles, bact/alert® pf plus (p/n 410853), bact/alert® fa plus (p/n 410851), and bact/alert® fn plus ( p/n 410852). The customer was unable to return bottles for the investigation as they had been discarded. The lot numbers and graphs were no longer available as the event occurred in august of 2018. Historical review of complaints found no bacillus cereus contamination trend. Bacillus cereus is a gram-positive, motile, spore-forming, rod-shaped bacterium that is widely distributed environmentally. The most probable root cause was determined to be contamination at the customer site during inoculation. The instructions for use provide adequate information for the prevention of contamination. Clean the bottle septum with one disinfectant wipe per bottle top. Spores are not easily killed by any disinfectant, so the mechanical wiping action picks them up and removes them from the bottle top. If you use the wipe on a second bottle, you may be depositing the spores there.

Event description:
A customer in (B)(6) notified biomérieux of false positive results associated with bact/alert® pf (reference 259794). The customer reported that eleven bottles were impacted by a potential contamination issue of bacillus cereus species (5 fa plus bottles, 4 fn plus bottles and 2 pf plus bottles). There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.